Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The caller stated that the device was exposed to an MRI. The displacement test was performed and the test failed. The customer's blood glucose reading at time of call was 137mg/dl. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with an alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to alarm.